Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history records for the lot number and subassembly lot numbers said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The iqc record for the component lot involved was reviewed and indicated that there was no issue with the product in terms of tensile strength for the bolster to the feeding tube. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy set - pull are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a feeding tube placement, the physician used a cook flow 20 percutaneous endoscopic gastrostomy set - pull. It was reported [that] the distal plastic part [bolster] was broken. It cannot hold the tube in place. It was reported that a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence